Event description:
It was reported that during a right ventricular lead revision, the physician noted an atrial lead anomaly. The stylet perforated the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.